Manufacturer narrative:
(B)(4). The hc device has been reported to be available for evaluation and has been requested.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a burnt odor from a homechoice (hc) machine was not confirmed during the evaluation, and a root cause could not be determined. An event history log review was performed, and could not determine the cause. The device did not meet baxter specifications upon arrival. During the sample evaluation the device was visually inspected with no physical damages found. Functional tests were performed and the device met all of baxter's required procedures. The 1 hour therapy was successfully completed with no errors. A service history was performed and did not show a relationship or potential cause of this complaint related to repairs that have been made to the device.

Event description:
A customer contacted baxter's technical service center reporting that it smelled like burning plastic in the bedroom where the homechoice (hc) machine was and the hc was off. The caregiver (cg) added that the hc machine would not turn on. The technical service representative (tsr) explained that the hc machine would be swapped for the home patient (hp). The cg stated she would notify the nurse. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the customer regarding the reported issue, it was stated that they were ok and their health was not impacted as a result of the event. They said the tsr had the hc swapped. The hp stated all has been fine, since receiving the new hc.